Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator exhibited premature elective replacement indicator. The device is on advisory. Device replacement was discussed.

Event description:
New information available on (B)(6) 2017 reveals that, the cardiac resynchronization therapy defibrillator had no allegation of premature battery depletion. The device had reached normal elective replacement indicator. The device was explanted and replaced. The patient was stable after the procedure.